Event description:
It has been reported to philips that tempus ls displayed defibrillator pacing module hardware failure" failed to pace during preventive maintenance. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating that the device fails to pace. The complaint was escalated for technical investigation to the original equipment manufacturer, schiller. The results indicate the device log file was reviewed, showing multiple instances of error 26. The likely cause is an intermittent loss of communication between the dpm board and mainboard due to a connector mechanical error. Based on the information available and analysis conducted, the cause of the reported problem was a hardware communication issue. The reported problem was confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated conclusion code grid, evaluation results code grid and component code grid.